Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: burned distal end caused by stress from usage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the bronchovideoscope, due to burn on distal end, insulation resistance value at distal end did not meet the standard value. There was no patient involvement.